Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 93383) leak" was confirmed during the functional testing of the returned catheter. Bonding leak was observed at the distal end of the proximal balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the distal luered tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the distal end of the proximal balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for the suk custom luer with lot # 93383. Ccr (B)(4) was reported on 08/22/2019 and the catheter had bonding leak at the distal end of the proximal balloon.

Event description:
During ivtm treatment for a patient with hypothermia after cardiac arrest, the user observed empty saline bag and the thermogard xp ivtm system (sn (B)(4)) generated "air trap" alarm. After replacing the saline bag, the saline bag got empty and the ivtm system generated "air trap" alarm again. No leak was observed from the start-up kit (suk). Suspecting quattro catheter (lot # 93383) leak. The dwell time of the catheter was 60 hours. The temperature at the time of the issue was 34°c. The ivtm treatment was stopped. No patient consequence was reported. Please see the following related MFR report: MFR 3010617000-2019-00896 for thermogard xp ivtm system (sn (B)(4)).